Manufacturer narrative:
Device evaluated by MFR.: the device synergy megatron mr us 5.00 x 28mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple kinks along the length of the hypotube shaft. The distal shaft was separated at the port exchange and was returned stuck inside a guide catheter. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The stent was not returned as it had been delivered. Bumper tip showed no signs of distal tip damage. The allegation in the complaint is confirmed.

Event description:
It was reported that shaft break occurred. A 5.00 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, a non-boston scientific (bsc) guide extension was used and it was found that it does not have a large inner lumen which led the stent had difficulty to delivered through the lesion. The shaft was broken within the guide extension. The device was simply removed, and the procedure was completed with the original device without any patient complications reported.

Event description:
It was reported that shaft break occurred. A 5.00 x 28 mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, a non-boston scientific (bsc) guide extension was used and it was found that it does not have a large inner lumen which led the stent had difficulty to delivered through the lesion. The shaft was broken within the guide extension. The device was simply removed, and the procedure was completed with the original device without any patient complications reported.